Event description:
It was reported that the caller did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the infusion set and successfully resumed insulin delivery. No further action was needed as the issue was already resolved by the time of the call.